Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous high results for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii) on a cobas e 411 immunoassay analyzer. The erroneous results were not reported outside of the laboratory. The initial result from the e411 analyzer was > 3000 pg/ml. The sample was repeated on the e411 analyzer and the result was > 3000 pg/ml. The sample was sent to an external laboratory using another roche analyzer and the result was 8 pg/ml. The next day the customer repeated an aliquot of the sample on the e411 analyzer and the result was 35 pg/ml. The lower results were expected as no fertility treatment was reported. There was no allegation that an adverse event occurred. The estradiol iii reagent lot number was 217313 with an expiration date of 28-feb-2018. Quality controls (qc) were not performed on the day of the event. It is recommended to run qc daily to monitor reagent integrity. The field service representative (fsr) visited the customer site and noticed foam on the reagent surface. If qc is not run, issues due to foam on the reagent won¿t always be detected. The customer last performed calibration on (B)(6) 2017 which was within expectations but was outdated at the time of this event. The customer did not use disc adapters. Upon review of the alarm trace, multiple alarms related to clots, fibrin or short sample were observed. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Potential root causes may be related to pre-analytic issues, reagent mis-pipetting due to foam on the reagent surface as the fsr noted foam on the reagent surface or clots/fibrin in the sample as observed in the alarm trace data. Additional possible root causes for this event may be improper handling of the reagent or system reagents, or contamination of the environment with the analyte.